Event description:
It was reported to the company by a healthcare professional that a patient underwent an abdominoplasty surgery using tissuglu surgical adhesive in conjunction with standard of care on (B)(6) 2015. At an unknown date, the patient allegedly developed a small opening on her abdomen which discharged fluid and expelled piece(s) of cured tissuglu surgical adhesive . It was further reported that on (B)(6) 2016, the patient's surgeon conducted an additional surgical procedure to clean and close the abdominal opening. The patient is currently being treated for minor complications associated with the additional surgical procedure. The reported opening on the abdomen and extrusion of tissuglu surgical adhesive fragments is consistent with known potential complications associated with abdominoplasty surgeries and is described as a precaution in the tissuglu surgical adhesive directions for use (dfu-100-0001): "consideration should be taken in the use of tissuglu, as there is a possibility that cured tissuglu may be extruded similar to suture extrusion.

Manufacturer narrative:
It was reported by a healthcare professional that the patient received follow-up treatment with respect to alleged continued complications associated with an abdominoplasty surgery using tissuglu(r) surgical adhesive in conjunction with standard of care. The healthcare professional prescribed antibiotics for the alleged complication on (B)(6) 2017.